Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and by working with the customer determined that the cause of the discordant sodium, potassium and chloride results was due to a broken diluent syringe. The tsc instructed the customer to replace the diluent syringe and sensor and run qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on three patients. The initial results were reported to the physician(s). The same samples were repeated on the same instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.